Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm as well as an alarm which generated when the pump detects movement in hall sensor counts that was unexpected since the pump did not command motor movement. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump had hardware low level failures alarm after self-test. The customer was able to complete the rewind. The customer stated that this was the second occurrence of hardware low level failures alarm after self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Hardware low level failures alarm (variable info=3) confirmed in the pump history due to broken trace. Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and selftest. No unexpected motor related error alarm during testing. The motor was tested outside of the device and passed.